Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead caused a red alert to be declared due to high shock lead impedances. The patient's physician is aware of the situation and the system remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and a amended report submitted should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Analysis was unable to confirm the allegations made against this ICD in this event.

Event description:
Additional information provided from the field indicates the ICD was explanted later in time without any further allegations relating to this event being made against it. No adverse patient effects were reported.